Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for polyps performed on (B)(6) 2025. During the procedure, the nurse attempted to deploy the clip. After two audible clicks were heard and felt, she noted that the device appeared to be jammed. She tried repeatedly to open and close the handle to release the clip from the catheter, but it remained stuck. Applying greater force, she forced the handle shut, which caused the internal metal spring to dislodge and protrude from the handle. She then attempted to deploy the clip by pulling on the metal string, but the device remained non-functional. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and showed evidence of premature deployment (the yoke was attached to the control wire). The control wire was detached, but both the proximal and distal crimps were properly done. Additionally, the handle was returned disassembled, with the slider detached. Microscopic inspection was performed; device has evidence of premature deployment and the control wire returned detached. No other problems with the device were noted. The reported events of clip unable to release from catheter was not confirmed. Upon analysis, the device returned without the clip assembly but with the yoke still attached and with evidence of premature deployment. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, it is most likely that this failure could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. Regarding the control wire detached, it is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to detach from the handle. Factors such as applying extra force during deployment, using pliers to pull out the control wire to aid clip deployment, etc., may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. With all available information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for polyps performed on (B)(6) 2025. During the procedure, the nurse attempted to deploy the clip. After two audible clicks were heard and felt, she noted that the device appeared to be jammed. She tried repeatedly to open and close the handle to release the clip from the catheter, but it remained stuck. Applying greater force, she forced the handle shut, which caused the internal metal spring to dislodge and protrude from the handle. She then attempted to deploy the clip by pulling on the metal string, but the device remained non-functional. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for polyps performed on (B)(6) 2025. During the procedure, the nurse attempted to deploy the clip. After two audible clicks were heard and felt, she noted that the device appeared to be jammed. She tried repeatedly to open and close the handle to release the clip from the catheter, but it remained stuck. Applying greater force, she forced the handle shut, which caused the internal metal spring to dislodge and protrude from the handle. She then attempted to deploy the clip by pulling on the metal string, but the device remained non-functional. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h2 (additional information): block e1 (initial reporter first name and initial reporter last name) has been updated.